Event description:
A report was received from a user facility in (B)(6) stating: "stable chamber clogged. They changed the cassette. No patient impact. No product returned."

Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.